Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer reimaged the hard drive to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system showed a fatal error message which came up for a screen hardware issue or network connection. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.